Event description:
A guidewire and a 2.5mm sapphire balloon were advanced through a right coronary artery chronic total occlusion (cto). Ballooning was performed distal to the occlusion which resulted in a dissection. A dragonfly duo catheter was used to locate the true lumen of the vessel, however this attempt was unsuccessful because the vessel was completely occluded. An echo was performed and confirmed that the patient was okay. The dissection resolved itself. It was thought that the use of the dragonfly duo catheter may have made the dissection worse.